Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/03/2017 with the following findings: a review of the pump¿s black box revealed multiple unexplained pump reboots. The battery compartment was found to be cracked from the threads down to the case seal on the side. The battery cap was able to fit. The battery cap was fastened and then unscrewed ½ a turn with no reboots occurring. There was moisture observed in the battery canister and a leak test failed due to a battery compartment leak. The pump alarmed with a cs 078 alarm upon the first rewind attempt. The ¿power¿ complaint was unable to be adequately reported. The pump¿s cover was removed and there was further moisture corrosion found on the power printed circuit board and to the motor flex. No power interruptions occurred during investigation and the original ¿no power¿ complaint was unable to be duplicated. The pump¿s cover was removed and there was no intermittent condition found to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.